Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. Device manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a catheter placement procedure, there was an alleged inaccuracy. The clinical specialist (cs) stated that registration was accurate on surface landmarks. The site placed the shunt and then the site stated that navigation was allegedly 5 millimeters off to the left on the surface landmarks. The shunt was likely manually placed because of the inaccuracy. The site then touched surface points and were accurate again. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated to determine probable cause. Per review of provided case details, registration accuracy was 1.5mm, the accuracy at target was 0.8mm and the accuracy at entry was 1.7mm. The registration model was good, and the trace pattern covered both anterior and posterior. There were 3 landmarks defined but not touched. Navigation accuracy was unable to be assessed. The software investigation was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.